Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window.

Event description:
It was reported that the customer experienced high and low blood glucose levels, and the insulin pump alarmed motor error during a bolus attempt. The blood glucose reading was 475 mg/dl, which was treated with insulin. The customer stated that the insulin pump also alarmed no delivery twice, as well as battery out limit. No significant events leading to the alarm were observed. The customer declined troubleshooting for both high and low blood glucose levels. The customer's mother stated that she did not see any reason to troubleshoot if it would not lead to allowing the customer continue with use of the device. Advised replacement of the insulin pump. Nothing further reported.